Manufacturer narrative:
Date of event: unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis and the system hazard and user misuse analysis. The DHR was not reviewed since there was not a serial number provided. The service and complaint history review of the six months ((B)(4) 2010 through (B)(4) 2011), this account did not reveal a significant trend with regard for this reported issue. Trending analysis (cpuy complaint per unit year chart) for the problem code instrument assessment" did not reveal a significant trend over the past 12 months ((B)(4)2010 through (B)(4) 2011 ). The fmea (failure mode effects analysis) for the aer revealed the risk priority numbers (rpn) for all failure modes with a potential effect of a non-efficacious disinfection cycle or contamination of the disinfectant are below the threshold of 100, indicating that the associated risks are minimal. The shuma (system hazard and user misuse analysis) was reviewed and the initial risk numbers for user risk of infection were all category ii, or 'as low as reasonably practicable'. There were no parts returned for investigation. The facility reported that the issue continued even after taking the unitrol out of service and purchasing a new aer. The contamination does not appear to be related to the aer. The facility implemented several other control measures to resolve the issue. The facility stated there are no apparent clinical ramifications for patients.

Event description:
The customer alleged four patients received lab results revealing "burkholderia cepacia". The patient information is anecdotal and repeated follow-up attempts have been unsuccessful. All four patients had nasal endoscopy procedures performed with devices processed in a unitrol reprocessor using cidex opa solution. The customer also reported they tested the unit and found it contaminated with the bacteria. The reprocessor was taken out of service and is being replaced by another unit. This facility has numerous aer units and the specific serial number for this alleged unit is unknown. The customer confirmed the aer unit was contaminated with b. Cepacia, which is potentially pathogenic bacteria. There were no patient symptoms or human reactions reported.